Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. As stated in the event, the surgeon screwed-in the quickfix screw on power without drilling. The most likely cause(s) of this type of event includes prying/leveraging the screw during insertion and/or insertion into hard bone the potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that on (B)(6) 2016 while performing a metatarsal shortening osteotomy, the surgeon screwed-in the quickfix screw, ar-8930-13, on power without drilling. While performing the final tightening by hand, the flat head of the screw broke off. This was the second screw used, the first screw went in with no complications. The screw head was recovered from the patient. The body of the screw was left in the patient, sitting flush to the bone. The reporter stated the surgeon felt the fixation was adequate for the healing of the osteotomy and expects the patient to be fine.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the flat head of the screw broke-off at the proximal drive section at the drive/screw-head interface and at the unthreaded area. In addition, the flat head is damaged (tool marks). The caller's event description stated "the surgeon screwed-in the quickfix screw, ar-8930-13, on power without drilling." The most likely cause(s) of this type of event include prying/leveraging the screw during insertion and/or insertion into hard bone. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2016 while performing a metatarsal shortening osteotomy, the surgeon screwed-in the quickfix screw, ar-8930-13, on power without drilling. While performing the final tightening by hand, the flat head of the screw broke off. This was the second screw used, the first screw went in with no complications. The screw head was recovered from the patient. The body of the screw was left in the patient, sitting flush to the bone. The reporter stated the surgeon felt the fixation was adequate for the healing of the osteotomy and expects the patient to be fine.